Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient turned therapy off a month ago for a [unrelated] medical procedure, but when they tried to recharge it two weeks ago they couldn't. Technical services (ts) was able to troubleshoot and get patient to the point where patient is recharging, but they got the power on reset (por) screen. Patient to recharge and then use patient programmer to connect. Patient to call patient services (pats) for assistance to clear por if patient gets the informational por. Patient is to call their hcp to clear por if patient gets the warning por.